Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified lesion in the moderately tortuous mid left anterior descending (lad) artery. Pre-dilatation was performed. The 3.0x12mm xience prime stent implant was successfully deployed. However, a vessel dissection was noted, which was treated with deployment of another 3.0x12mm xience prime stent implant. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported device malfunctions or product deficiencies. The reported patient effect of dissection of the coronary artery is listed in the xience prime, xience prime sv, and xience prime ll, ce, everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.